Manufacturer narrative:
Continuation of d10: product ID wr9220. Product type: recharger . Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who stated the patient is still receiving a shocking or jolt sensation when the recharger connects to the battery. They have tried wearing clothing over top as well as tape, but neither has worked to help. The patient is not having issues with connection or recharging. Weight is unknown but patient has not gained or lost weight since time of implant.

Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient's recharger shocks them when the recharger is trying to connect to the ins. Patient said once the recharger is connected, they no longer get shocked. Patient said this happens both when the recharger is in the belt and when the recharger is on skin. It was recommended the patient charge over a thin layer of clothing. Patient also stated that the recharger was not connecting to the app. It was reviewed how to reset the recharger. After resetting the recharger, the patient saw code 3167 then the recharger was able to connect to the app and the patient was able to charge the ins. The troubleshooting steps that were taken on the call resolved the issue.